Event description:
The complaint was reported as: the circuit melted while in use on a patient. The circuit was used with a concha therm heater. The heater alarmed and the circuit was removed from the patient. No patient injury reported.

Manufacturer narrative:
Device evaluated by the manufacturer: the device sample was returned for evaluation. The results of the investigation are not available at the time of this report. The DHR (delivery history record) review was conducted for the reported lot number. No issues or discrepancies were found which could potentially relate to this complaint. The DHR also showed that the product was assembled and inspected according to specifications.